Manufacturer narrative:
This product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that there was difficulty interrogating this device prior to device implant. Additional troubleshooting was unsuccessful and a different device was implanted. No adverse events were reported.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device elicited beeping tones during magnet application; however telemetry could not be established. Evaluation of telemetry was performed by monitoring radiofrequency wake-up periods while the device was subjected to varying temperatures. This test indicated that the device measured at less than the operational threshold. This device behavior is consistent with a shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit.